Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was in the hospital. The patient was directed to call patient services with additional questions. No patient symptoms or further complications were reported as a result of this event.